Event description:
It was observed that during the device evaluation, the colonovideoscope connecting tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: suction cylinder has no color; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; distal end cover had a crack; adhesive around objective lens has a chip; adhesive around light guide lens has a chip; bending tube is deformed; adhesive on bending section cover or distal sheath rubber is detached; adhesive on bending section cover or distal sheath rubber has a crack; connecting tube has foreign objects; and universal cord has coating peeling. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be prevented by following the instructions for use which state: detection methods are written in IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.